Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call of a no delivery alarm on the customer's insulin pump. Customer's blood glucose level was 500mg/dl. The father states the customer treated the high levels with manual injection. The father also states there was a leak with the device. The father sates these events happened about a week ago, and the set was thrown away. Troubleshoot was not able to be conducted due to it being a past event, and the sets being thrown away.